Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.0 cm cuff, pump and balloon due to an unspecified reason. The sales representative was told by the physician that the patient never really had much improvement in his incontinence, but he did not become worse from baseline from the sling. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.0 cm cuff, pump and balloon due to an unspecified reason. The sales representative was told by the physician that the patient never really had much improvement in his incontinence, but he did not become worse from baseline from the sling. Should additional information be received a supplemental report will be submitted.